Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due migration of the reservoir leading to kinked tubing and therefore the cylinders would not inflate. The reservoir was removed and replaced. There were no patient complications.

Manufacturer narrative:
Lot number provided: 11000254278.